Manufacturer narrative:
Date of event: exact date unknown, event occurred for several years.

Event description:
It was reported that the patient experienced increased pain around the ipg site. The patient was hospitalized.